Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The device was reviewed by depuy engineering in a-2659969 which states my assessment is that this compliant is due to wear and tear from damage caused by an unknown instrument/object. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital, (B)(6) 2019; reported that the below instruments (cathcart spacers) are no longer functional for use / their cssd department will not sterilise due to scratches (wear and tear). The hospital can not use this kit until replacement items have been delivered. This event is not case/patient related and therefore no adverse event reported and no further information available. 1 x 203818000, trial spacer 12/14 +0, lot no: unknown. 1 x 203816000, trial spacer 12/14 -3, lot no: unknown.